Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the high 300s (mg/dl) on (B)(6) 2016. Customer administered manual injections to treat bg level, and later reverted to injections for diabetes management. Reportedly, customer stated that bg levels are managed for the first day and a half of pump use, but bg levels later become elevated and do not decrease after administering boluses. During troubleshooting with tandem technical support on (B)(6) 2016, customer reported seeing insulin escape from the cartridge pigtail luer lock. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events. Customer did not indicate if and/or when the use of the pump would be reinstated.